Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was reported that the pump may have gotten wet. Multiple attempts have been made to complete troubleshooting with the customer, however, no response was received.